Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The pump was filed with 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing date: february 15, 2017 ¿ february 17, 2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted an untightened blue winged luer cap. After the cap was tightened, a functional leak test was performed with no issues noted. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.